Manufacturer narrative:
Evaluation summary: it was caused due to the pcb board failure. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
Very long image transmission time in the practice edv; no settings possible with network, file storage and factory settings. The time of event is unknown. There was no report of patient harm.